Manufacturer narrative:
The field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device on and duplicated the reported membrane button command anomaly. The fse isolated the fault to the user interface module (uim) and replaced the assembly. This apparently resolved the reported event. An operational verification procedure was performed on the device and passed, which met manufacture specifications. The suspect uim will be returned for a component root cause analysis by our failure analysis group. At this time, vyaire medical failure analysis laboratory has not received the suspect uim for evaluation.

Event description:
The customer reported during set up on this ventilator device, the membrane buttons do not respond to the proper button commands. The customer stated no patient involvement with this event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect user interface module (uim) for investigation. The reported "when touching the screens button on uim some other screen icon appears on the screen" was not duplicated.